Manufacturer narrative:
The site confirmed that the conditions described do not meet the adverse event reporting criteria as per protocol. As such, no sponsor relatedness assessment has been made as the events do not meet criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the chevar treatment of a 66mm abdominal aortic aneurysm. It was reported 3 months post the index procedure, the patient had a suffered a hemorrhage/hematoma as a complication of a medical procedure. It was also noted the patient had anemia and had an episode of urinary retention. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.